Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was difficult to release from the delivery catheter. After the lp was release, the chevron was observed to rotate out of position. The lp was retrieved and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of microdislodgement and difficult or delayed separation could not be confirmed. The leadless pacemaker was returned for analysis. Visual analysis noted that the helix was within specification. The diameter of the docking button was measured to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to this reported event. Longevity assessment found above the elective replacement indicator (eri) voltage with appropriate remaining longevity.